Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. The target lesion was in-stent restenosis in the left anterior descending artery. While advancing a 3.00mm x 30.00mm agent balloon catheter through a 7f mach 1 guide catheter, the shaft of the agent balloon catheter broke. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. This product is only approved outside the united states (us) and is similar to a us approved product. Device evaluated by manufacturer: returned device consisted of an agent dcb catheter is two pieces. The device was bloody and the batch number printed on the hub. The balloon was tightly folded and was bloody. The tip, balloon, markerbands, and inner/outer shaft were microscopically and visually inspected. Inspection revealed a complete separation in the hypotube located 48.5 cm from the strain relief, and numerous kinks in the hypotube. The fracture faces at the separation were ovalized, suggesting that the area was kinked prior to separation. The damage to the device is consistent with advancing through difficult anatomy. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. The target lesion was in-stent restenosis in the left anterior descending artery. While advancing a 3.00mm x 30.00mm agent balloon catheter through a 7f mach 1 guide catheter, the shaft of the agent balloon catheter broke. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. This product is only approved outside the united states (us) and is similar to a us approved product.